Event description:
It was reported by resmed (B)(4) that an astral device failed to switch settings. The device was not in use when the fault occurred, therefore there was no pt involvement. Ref MFR#3004604967-2015-00050.